Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (10 mg/ml at 2.432 mg/day) and dilaudid (10 mg/ml at 2.432 mg/day) via an implantable pump. The indication for use was non-malignant pain and rsd/causalgia-complex regional pain syndrome. On 08/11/2015 it was reported that on (B)(6) 2015 the patient had a pump refill of dilaudid and a few days later she became extremely sick. She was nauseous, throwing up, had bad headaches, and was falling asleep during the day. The patient felt like she was "getting overmedicated and then withdrawal". She called the doctor's office and went back in on (B)(6) 2015. They removed and measured the drug. They were expecting 10 ml and got 10 ml. They refilled the pump and added bupivacaine to the dilaudid. Since then, she had multiple instances of a sensation of wobbly legs about once a week. She had one "big episode and couldn't walk"; it lasted 5 hours. The patient called the doctor and he told her there was no way it could be the pump. The patient had a ptm (personal therapy manager) but rarely used it and it did not coincide with these issues. The diagnostics performed, the actions/interventions taken and the cause of the symptoms were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.